Manufacturer narrative:
Corrected data: further information was provided that the initial model (zct450) and serial number (b(6) of the device were incorrectly reported. Therefore, this supplemental filing is to correct sections d1, d2, d4, and h4 as the correct model is a pcb00 and serial number (B)(6). The following sections have been updated accordingly: section d1: brand name: tecnis iol section d2: common device name: intraocular lens section d4: model number: pcb00 section d4: catalog number: pcb0000210 section d4: expiration date: 11/17/2023 section d4: serial number: (B)(6) section d4: UDI number: (B)(4). Section h4: device manufacture date: 11/17/2020 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number - (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon started the implantation of an intraocular lens (iol) and noted capsular tear. No information was provided as per what caused the tear. Iol was removed and patient left aphakic. A secondary surgery was planned for anterior chamber iol to be implanted. Sutures were required, medication was prescribed and there was a delay in procedure. Per additional information received the anterior chamber lens implantation surgery was done, (non-johnson & johnson lens used), the incision was enlarged, and a vitrectomy was done. No further information received.